Manufacturer narrative:
The patient was the initial reporter so personal information was not entered the only product information provided was the expiration date.

Event description:
A (B)(6) customer stated she received a blood glucose reading of 2.6mmol/l, using expired strips, at approximately 5:00pm on the breeze2. She was not feeling well. Her nurse advised not to take insulin and gave her some orange juice. Awhile later she retested and her glucose level was up to 9.0mmol/l and she was feeling better. The strips were not expected to be returned for evaluation. New meter and strips wer sent to the customer.

Manufacturer narrative:
The expired strips were returned with the meter and gave satisfactory performance. The blood result of 2.6mmol/l alleged by the customer, was not found in the meter memory. The lowest reading found was 5.2. The strip information was not provided in the initial report.